Event description:
On (B)(6) 2014, the pump started alarming every 10 minutes; it was a critical pump alarm. The patient had missed a pump refill appointment. The pump managing physician on call instructed the patient to take oral baclofen. At the time of this report, the patient was asymptomatic. The device system was delivering baclofen. It was later reported that the empty reservoir alarm occurred. The pump was refilled and the patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).